Event description:
It was reported that a cartridge alarm 20 occurred four times consecutively despite attempts to reload the cartridge. The issue did not cause the customer's blood glucose level to exceed 500 mg/dl. Reportedly, customer reverted to manual injections for insulin therapy.